Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert cutter was confirmed. During pre-repair diagnosis assessment the device failed the cutter insertion test. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that cutter could not be inserted into the device. The device was being used during surgery. No injury or medical intervention occurred. It is unknown if delay occurred. There was no additional information provided.